Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 to 24 inches distance under normal conditions of illumination. During the visual inspection, no discrepancies were detected. During the functional testing using a syringe was used to infuse water into the bag, the sample presented a leakage located in the top edge of the corner. The root cause of the reported failure was due to mishandling during manufacturing. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.